Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k): k011028, k013227.

Event description:
It was reported that clinician tried to place in failed implant site #14 - perforation in buccal wall - no primary stability, implant removed and site grafted. Patient to return for future implant placement. As a result of the event no injury to the patient was reported.

Manufacturer narrative:
One impl tapered scr-v sbm 6m m 5.7mm 8mm (tsv6b8) was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction. Device has been previously investigated without photographs attached. Pre-existing patient condition noted on the per was patient having diabetes and patient is a smoker. The reported device was being placed on tooth # 14 (universal) when the incident occurred. The reported event could not be recreated due to the nature of the dental device and event (bone fracture). X-ray or picture was not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1227310. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1227310) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event is non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.